Manufacturer narrative:
The insulin pump was received with no act button response due to corroded act keypad traces. Unable to verify for unexpected restart error alarm due to no act button response. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm and keypad anomaly. The blood glucose at the time of the incident was 120 mg/dl. Troubleshooting was performed. The device was returned for analysis.